Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone management performed on an unknown date. During the procedure, the cutting wire of the jagtome rx 39 broke when bowing was performed. It was reported that the handle of the device was also damaged. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.